Event description:
A pt reported experiencing hypoglycemia while using a surestep meter. Eight days prior to event date, pt reported that the ss meter would not turn on. Lifescan attempted to deliver a replacement meter at the pt's address, but address was incorrect. On event date, pt felt their blood glucose was elevated and decided to take 60u of 70/30 insulin instead of pt's regular dose of 9u. Apparently pt experienced hypoglycemia and paramedics were called. Pt's blood glucose was 27mg/dl and was transferred to hosp where pt was admitted for two days. No further info has been reported.